Event description:
It was reported that using a femoral artery access approach during a procedure of the heavily calcified left anterior descending (lad) artery, the 2.5 x 15 mm trek balloon dilatation catheter (bdc) was inflated once at 12 atmosphere (atm) and ruptured. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.